Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: a review of the pump¿s black box data and alarm history showed no call service alarms. During testing, the pump powered on properly with no alarms. The pump was exercised for 24 hours successfully with no call service alarms occurring. The complaint of call service alarms was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim with discolored text and a cracked battery compartment.